Event description:
The customer reported that she received unexplained insulin alerts. She had to frequently change the insulin pump's battery. Customer's blood glucose level was not reported. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.